Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error and keypad unresponsive. The customer's blood glucose value was 147 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was advised revert to the back-up plan. The insulin pump will not be returned for analysis.